Manufacturer narrative:
The device is unable to be returned investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with this type of device, and given the nature of the product and the procedures in which it is used, this event is considered a known complication. Procedural factors or anatomical features, such as calcification or plaque, may have contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the balloon was inflated to perform clot retrieval; however, resistance was encountered during withdrawal from the upper arm ptfe graft. During removal, the balloon catheter became partially disengaged from the guidewire and subsequently fractured into two pieces. The device was ultimately removed in segments using a hemostat. No additional device issues or patient injury were reported.